Manufacturer narrative:
Beckman coulter field applications specialist (fas) reviewed the data and the reaction monitors. Fas ruled out abnormal high analyte concentrations, reagent contamination, dirty cuvettes, and mix bar issues. Fas suspected the failure was the aged photometer lamp. Fas replaced the photometer lamp, performed photocal, calibration, and tested a sample. No flags were observed. Replacement of the photometer lamp resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
A customer in (B)(6) reported flagged alanine aminotransferase (alt) and aspartate aminotransferase (ast) patient results on their au5800 instrument. Beckman coulter field applications specialist (fas) reviewed the data and the reaction monitors. Fas indicated negative results were generated on alt and ast. Additionally, creatine kinase (ck), lactate dehydrogenase (ldh), blood urea nitrogen (bun), and hydroxybutyrate dehydrogenase (hbdh) results were * flagged. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer provided data for one (1) patient sample.